Event description:
Procedure type: inguinal hernia repair. According to the reporter: the surgeon said he had difficulty inserting the scope into the dissection balloon, thought to be near the point where the structural balloon meets the dissection balloon. The surgeon said the dissection balloon may have torn at that point because when he removed the dissection balloon it ripped from it¿s attachment point and most of it remained in the trocar. He said he was able to remove the remaining balloon and none was left in the pt. The spacemaker plus was disposed of so it will not be sent back for eval. Another balloon was used. Pt is reported as okay. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).